Event description:
The consumer stated when she went to sit on the roliator, the rollator allegely flipped over backward, causing her to hit her head on the plaster, fracture 3 vertebras, and break her coccyx.